Manufacturer narrative:
Updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient age at the time of the implant and congenital heart disease.

Manufacturer narrative:
Model of device is unknown. As per the article, this is a 25mm perimount valve implanted in tricuspid position. Nevertheless, there is no information about which specific device model was implanted in this patient. The date of the event is only known as "(B)(6) 2020". Therefore, the first day of the month (B)(6) 2020) was used as the date of event. Article citation: becerra afg, arevalo jrc, senosiain j, torres aeg, camacho j, reyes nfs. Tricuspid valve-in-valve procedure with an edwards s3 valve in a 15-kg child in latin america. Braz j cardiovasc surg. 2023 feb 10;38(1):201-203. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " tricuspid valve in valve procedure with an edwards s3 valve in a 15 kg child in latin america" the following event was identified as pertaining to an edwards device: a two year old patient with a 25mm perimount valve implanted in tricuspid position underwent a valve in valve procedure after an implant duration of approximately two (2) years and three (3) months. Patient fell from own height and was readmitted along with granuloma formation at the surgical site, mild dyspnea, tachypnea and occasional cough. Echocardiogram revealed severe stenosis of the biological tricuspid prosthesis with a mean gradient of 12 to 16 mmhg. A 26 mm transcatheter valve was successfully positioned and implanted within the surgical device. Patient was discharged on pod # 4 with improvement in the right heart failure symptoms, and on warfarin therapy for three months and antiplatelet therapy after completing the three months of anticoagulation. Indication for initial replacement was severe tricuspid regurgitation.